Event description:
A customer reported a cryocyte bag for which a sliced bottom corner seam was discovered during thawing. The bag contained 90 ml of hpca-a cell, of which 70.6 ml of cells were infused into the pt. The pt's infusion was delayed as a result of the bag breakage. The customer did not provide info regarding engraftment. The bag was stored in liquid nitrogen vapour phase. The duration of storage was less than one month. There was no tech exposure to blood products. This complaint was reported to baxter in conjunction with reports of 24 other broken cryocyte bags from the same customer during the timefraame 2005-2006.